Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several weeks post implant the patient experienced a rupture of a pocket hematoma. The implantable pulse generator (ipg) system was explanted and a new system was implanted on the opposite side. No further patient complications have been reported as a result of this event.